Event description:
As reported by the equinoxe shoulder study, the 60-year-old black or african american male had a right tsa on (B)(6) 2021. The patient present with dislocation on (B)(6) 2023. The patient returns today 3 years following right reverse total shoulder arthroplasty. After his annual visit last year he sustained a dislocation of the right shoulder while lifting weights in the gym that required an emergency room reduction. 1 month later while lifting weights he had a second dislocation that also required an emergency room reduction. Since that time over the last 8 months, he has had full function of the right shoulder with no recurrence of instability. There was no reported action taken. The outcome of this event is considered resolved on 04-01-2024. The case report form indicates that this event is definitely related to the device and definitely not related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(D10) concomitant device(s): 300-30-06 - equinoxe preserve stem 6mm : (B)(4); 320-10-00 - equinoxe reverse tray adapter plate tray +0 : (B)(4); 320-31-36 - glenosphere, 36mm : (B)(4); 320-35-02 - small superior augment glenoid plate : (B)(4); 320-15-05 - eq rev locking screw : (B)(4); 320-20-00 - eq reverse torque defining screw kit : (B)(4); 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm : (B)(4); 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm : (B)(4); 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm : (B)(4); 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm : (B)(4); 315-35-00 - glnd kwire : (B)(4); 315-35-00 - glnd kwire : (B)(4); 321-52-07 - 3.2mm drill bit sterile : (B)(4). (H3) pending evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6 MDR section codes updated/corrected: a, b, c, d, e, f, g the cause of the patient¿s shoulder dislocation reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.